Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5201578, medical device expiration date: 2020-07-31, device manufacture date: 2015-07-20, medical device lot #: 5162567, medical device expiration date: 2020-06-30, device manufacture date: 2015-06-11. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that multiple defects (including: cracked barrel, broken plunger, foreign matter) were found with several bd¿ bulk syringes 20 ml slip tip. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that multiple defects (including: cracked barrel, broken plunger, foreign matter) were found with several bd¿ bulk syringes 20 ml slip tip. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received fourteen samples from lot 301032 for evaluation. Our quality engineer visually inspected the samples and observed that eight of them were broken/cracked, one had a rub mark on it, two had ink dots/smears, two had grease on them and seven had foreign matter embedded. Based on the visual inspection the engineer was able to verify all of the reported failure modes. Damage to the plunger rod can occur during the assembly process if the syringe gets jammed on the assembly line. The rub mark was most likely caused by a barrel or plunger rod getting caught in the machinery and making contact with syringes as they are being processed. Ink dots are caused by a similar means after the scale printing process. During transport one syringe can make contact with another before the ink has cured from one syringe can transfer to another syringe. Grease can also get on the syringes during the printing process while riding on the chains. The chains are oiled to preserve their function and it was possible for excess oil to contaminate a syringe. Finally, foreign matter can become embedded into the syringes during the molding process when degraded resin that has built up in the barrel of the mold and press becomes degraded and can break away and be molded into the components. This appeared to have been an isolated incident as it was these were the first reported instances of these defects associated to this lot. A corrective action (CAPA 76356) has been opened regarding the ink curing process to reduce the contact between syringes and to mitigate any ink dot issues. This action is currently in the implementation phase and being worked on. A review of the device history record revealed zero defects found during the production of the reported lot. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that multiple defects (including: cracked barrel, broken plunger, foreign matter) were found with several bd¿ bulk syringes 20 ml slip tip. There was no report of exposure, injury or medical intervention.